Manufacturer narrative:
The suspect pump was returned for evaluation. The device was visually inspected. Reported alarm code was replicated upon performing power up test. The probable root cause of the reported error is defective mainboard.

Event description:
It was reported that the pump gave an alarm with error code when it is turned on. There was no patient involvement and no patient harm.